Manufacturer narrative:
A specific root cause could not be identified as the suspect power supply was not available for further investigation. Possible causes include insufficient cooling due to a fan failure or blocked ventilation ducts from an accumulation of dust or an unexpected failure of an electronic component or an electronic circuit. No other complaints of this nature for this power supply have been reported. No systematic problem of the specific part could be identified. No patient results were affected, there was no adverse effect on the laboratory personnel, and no damage to the laboratory has been reported.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated they were working with the analyzer and smoke started coming out of the system. It appeared the smoke was coming out of the power supply behind the internal water reservoir. The customer completely turned off the system and no more smoke was emitted. Information concerning if there was evidence of fire, burning, or physical damage to the device due to excessive heat was requested, but it was unknown. There was no allegation of an adverse event. The field service representative replaced the main power supply and the adapter which resolved the issue.